Manufacturer narrative:
.

Event description:
It was reported that the pt's dbs system was explanted due to infection. No pt symptoms or outcome were reported. Add'l info has been requested from the hcp but was not available on the date of this report.